Event description:
It was reported that a saline line flush was set to 50ml as volume to be infused (vtbi). When the clinician came back, it was noted that the fluid seemed to have over infused double the amount. There was no patient impact.

Manufacturer narrative:
Corrections: b5, d11, h3, h6 (method, results, conclusion), h11. Additional information: a4, g4, h2, h10. Investigation conclusion: the report of an overinfusion was not confirmed. The pcu event log contained no obvious programming errors that would result in the reported event. The event description does not specify whether the infusion was a primary or a secondary infusion, however the only infusions programmed with a vtbi of 50ml between 11:21 am and 5:29 pm on (B)(6) 2020 were for a secondary infusion of drugid 1030 at a rate of 100ml/hr with a vtbi of 50ml. The starting/ending volume of the fluid container cannot be determined through device logs. The pump module error log was not received for investigation. The device was being used for treatment. The pump module was not returned for investigation. The disposable sets (primary and secondary sets) were not returned for investigation. Device inspection: not applicable as only the pcu event log was received for investigation. Root cause analysis: the root cause of the reported over-infusion was not identified. Device history review: review of the pump module sn (B)(6) service history record showed the device had a manufacture date of (B)(6) 2013. A review of the device service history record was performed beginning from the date of manufacture to the present date 05oct2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Manufacturer narrative:
The customer requests event log review. The event logs have not been received. A follow up report will be submitted with evaluation results should the logs be received for evaluation.

Event description:
It was reported that a saline line flush set to 50ml, was over infused double the amount. Patient was involved, but no impact was seen.